Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, lcd window, case at reservoir tube window corners and battery tube threads.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 124 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.